Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; tissue buildup was noted. The ptfe pad (teflon pad) was inspected and found separated and missing a portion, exposing metal. Additionally, evidence of charred marks were noted on the teflon pad. The distal end of the device was inspected under a microscope and found indication of charred marks on the probe unit. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on the reported complaint, olympus was unable to confirm the user¿s experience; no evidence of error codes was observed when testing the device and a definitive root cause for the reported observation could not be determined. The cause for the damaged teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The device instructions for use provides the following warning statement: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy with bilateral salpingo oophorectomy procedure, an error 504 was observed. The intended procedure was completed using another similar device. No other equipment was replaced during procedure. No patient harm or injury were reported.